Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h10. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that three months after case the patient was experiencing pain. After x-rays it was revealed that the tibial locking bar has come loose and worked its way out of the tibial plate and poly bearing and the patient was revised.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item 185205 lot 923590, item 3011630001-3 lot 840eag1904, item 3011630001-3 lot 840eag1904. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00869.

Event description:
It was reported that three months after case the patient was experiencing pain. After x-rays it was revealed that the tibial locking bar has come loose and worked its way out of the tibial plate and poly bearing.